Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that a bivona trach tube has split. The customer noticed a split at the end of the tracheostomy tube (where you connect the swedish nose or ventilator tubing). An emergency trach change was performed. Lot number is not known. No other information was provided.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Device evaluation: two samples were received in used conditions without the original package. Samples were visually inspected under normal conditions of illumination. Cut was found in two samples, complaint was confirmed. Root cause: based on the analysis conducted in the sample provided, failure mode was confirmed. Therefore, the occurrence of this failure condition could be caused by mishandling during unload. Action taken: customer complaint notification was made to production personnel to explain the importance to adherence or following in the manufacturing procedure, by quality engineer on 11/jan/2023.